Event description:
A portion of one of the two catheters in this set broke off inside the pt. The facility states the catheter as it does not show up on x-ray so it is not radiopaque. The pt went to another facility to have an MRI performed. During that procedure this piece was noticed on the films. The pt returned to the original facility regarding this piece of the device. The facility compared the MRI to the x-rays done post procedure and then when highlighting and comparing the two images it was faintly visible in the x-ray, but without the MRI to compare, it looks like some tissue. It was confirmed the pt has had no difficulties due to this portion of device. And the portions not retrievable. At the time of this report the pt is doing fine and has had no difficulties due to the portion of the device.

Manufacturer narrative:
(B)(4) - nonresorbable materials, unretrieved in body is not listed in the instructions for use. (B)(4) - separates is not listed in the instructions for use. Per spec, quality control confirms the type and outside diameter of tubing for the inner and outer catheters, and that the surface of the catheter is smooth and clean, free of excessive dents and kinks. The customer returned one x-ray image and no device. The fractured portion of the mpis was visible on the x-ray. It is possible that the device encountered resistance beyond its design due to the pt's anatomy. Quality control personnel verify the type and outside diameter of the tubing for the inner and outer catheters, and that the surface of the catheter is smooth and clean, free of excessive dents and kinks. We are continuing to monitor for similar complaints and have notified the appropriate internal personnel. The conclusion of quality engineering risk assessment is that no further mitigating action is necessary at this time.